Manufacturer narrative:
These medical device reports (mdrs) are being filed past the regulatory reporting timeframe as they are a result of a retrospective review of our complaints. Investigation ongoing.

Event description:
On (B)(6) 2025, customer complaint was received on 809 readylance safety lancet-21g,3.0mm. Customer complained that a blood donor stated that part of the lancet needle was lodged in his left ring finger after device use on (B)(6) 2025. He pulled it out at home using a magnifying glass. Nothing was confirmed to be lodged in the finger during his hospital visit on (B)(6) 2025 but the finger was still tender.